Event description:
During service of the device, the manufacturers field service engineer reported the blower speed was slow. The service engineer reported the blower was making a humming noise and during a diagnostic check observed that it rotated very slowly. As reported, the malfunction may result in hypoventilation or loss of ventilation during normal ventilation operation. The issue was not previously reported by the customer and there was no patient involvement or harm reported. The service engineer replaced the blower to address the finding. Applicable final testing was performed and passed.